Event description:
It was reported that during the deployment of a stent graft in a forearm fistula, allegedly the blue catheter snapped at the proximal end about 1-2 inches past where it attaches to the distal end of the y-injection-adapter and handgrip. The physician used a 0.035 j wire but did not use a sheath, and states that he was able to deploy the stent graft about 1/4 of the way when he encountered resistance. As increased pressure was applied allegedly, the catheter snapped. The tracking anatomy was not tortuous or calcified. He removed the device and used another stent graft without incident or injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. There was a kink in the outer sheath at the guiding tube. The stent graft had been partially released for 25mm. The inner catheter and filling material protruded 30mm from the outer sheath. The outer sheath was torn off at the catheter reinforcement. The complaint is confirmed. The condition of the sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. However, based on the evaluation of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.